Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse adjusted the setting to dual pad on the erbe generator. No parts were replaced. System was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system has not been used since the erbe generator was changed and had a single red icon on the ground pad. Sites site has a second system, but it is at p11b and this system was at p11c so the site could not swap the towers out. Site found the blue covidien activation cable and was able to start the case using a covidien generator. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the neutral pad setting on the erbe generator.